Event description:
It was reported that while placing a bravo ph monitor, the capsule did not attach to the patient's esophagus. An endoscope was used and the capsule was found in the patient's mouth. No serious injury to the patient was reported.